Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the hvb and svc coil impedances were greater than 200 ohms. It was also reported that the right ventricular lead coil pin was not screwed in all the way and when the physician pulled on the lead it came out of the device. The physician re-inserted the lead into the device and it is reported to be working "ok". The device remains in use. No patient complications have been reported as a result of this event.